Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was ordered for replacement to correct the reported issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison -(B)(6).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.